Event description:
It was reported that the customer received no delivery alarms on the insulin pump. The customer's blood glucose was unknown. The customer was unaware of what led up to the alarm. The customer stated that the alarm had already been resolved by a complete set change. Thus troubleshooting could not be performed. Advised customer to call back if the alarm occurred again in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.